Manufacturer narrative:
The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. This issue can occur when the device is exposed to an external energy source outside the device handling and storage requirements. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. The report stated that the patient had an unrelated surgery and that the device was not placed in surgery mode prior to the procedure. As a result of this finding, actions have been taken to prevent reoccurrence. There is sufficient data in the dfu regarding use of electrocautery devices.

Manufacturer narrative:
The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. This issue can occur when the device is exposed to an external energy source outside the device handling and storage requirements. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. The report stated that the patient had an unrelated surgery and that the device was not placed in surgery mode prior to the procedure. As a result of this finding, actions have been taken to prevent reoccurrence. There is sufficient data in the dfu regarding use of electrocautery devices.

Event description:
Additional information indicates the patient had their ipg explanted and replaced to address the issue.

Manufacturer narrative:
Correction: e1 physician information.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had surgery where the device was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg and the patient controller is displaying an error message since the procedure. Troubleshooting was attempted by the company representatives to no avail. Follow-up identified the patient may consider surgical intervention at a future date.